Event description:
It was reported by service report that the right side rail would not lock in the upright position. It is unk if there was pt involvement or if there were adverse consequences to report.